Event description:
According to the reporter: needle broke when toggling during the case, needle was recovered and removed from the tissue. There was no unanticipated tissue loss. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).